Event description:
It was reported that the pump experienced system failure and broken case. Patient involvement is unknown.

Manufacturer narrative:
The device was returned to smiths/ICU medical. The failure was not replicated during power up process or audio test. Refer to CAPA-(B)(4) primary audible alarm bgnd test issue. A manufacturing DHR review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device.

Manufacturer narrative:
Other text: b5: additional information received 12-sep-2022 via email and attached to complaint object: no patient incident was reported. H6: event problem and evaluation codes: updated. H10: device evaluation was completed and the results were submitted with the initial MDR. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information: visual inspection showed the top case corners were chipped, the bottom case was cracked by l-bracket, and plunger head rotates loosely. The l-bracket was received in damaged condition and will be sent back in same condition, replacement is customer's responsibility. A review of the event history log identified primary audible alarm background (bgnd) test.